Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported patient underwent total hip arthroplasty in 1990. Subsequently, a revision procedure was performed on (B)(6) 2013 to remove the acetabular cup for an unknown reason. No further information has been provided.